Event description:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject had fallopian tube occlusion insert (batch no. 898927) inserted. The report describes a case of pelvic pain ("pelvic pain") and uterine leiomyoma ("fibroids"). The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On the same day, the subject experienced menorrhagia ("menorrhagia") (seriousness criterion intervention required). On (B)(6) 2017, the subject experienced pelvic pain (seriousness criteria hospitalization and intervention required) and uterine leiomyoma (seriousness criterion hospitalization prolonged). The subject was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the menorrhagia and pelvic pain outcome was unknown and the uterine leiomyoma had resolved. The investigator considered uterine leiomyoma to be unrelated to fallopian tube occlusion insert. The investigator considered menorrhagia and pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: insertion details: both tubes were visualized. After insertion, 4 trailing coils were seen in both sides. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2012: negative. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ale subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 898927) inserted. The report describes a case of pelvic pain ("pelvic pain") and uterine leiomyoma ("fibroids"). The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On the same day, the subject experienced menorrhagia ("menorrhagia") (seriousness criterion intervention required). On (B)(6) 2017, the subject experienced pelvic pain (seriousness criteria hospitalization and intervention required) and uterine leiomyoma (seriousness criterion hospitalization prolonged). The subject was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy) and surgery (subject had her surgery). At the time of the report, the menorrhagia and pelvic pain outcome was unknown and the uterine leiomyoma had resolved. The investigator considered uterine leiomyoma to be unrelated to fallopian tube occlusion insert. The investigator considered menorrhagia and pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: insertion details: both tubes were visualized. After insertion, 4 trailing coils were seen in both sides. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2012: negative. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-nov-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 898927) inserted. This case describes the occurrence of pelvic pain ("pelvic pain") and uterine leiomyoma ("fibroids"). The occurrence of additional non-serious events is detailed below. Concomitant products included ketorolac tromethamine (toradol) since (B)(6) 2012 and oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2012. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2012, the subject experienced pelvic pain (seriousness criteria hospitalization and intervention required) and menorrhagia ("menorrhagia") (seriousness criterion intervention required). On (B)(6) 2017, the subject was found to have uterine leiomyoma (seriousness criterion hospitalization prolonged). The subject was treated with surgery (total laparoscopic hysterectomy - bilateral salpingectomy). Fallopian tube occlusion insert was removed on (B)(6) 2017. On (B)(6) 2017, the pelvic pain and uterine leiomyoma had resolved. At the time of the report, the menorrhagia outcome was unknown. The investigator considered uterine leiomyoma to be unrelated to fallopian tube occlusion insert. The investigator considered menorrhagia and pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: insertion details: both tubes were visualized. After insertion, 4 trailing coils were seen in both sides. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2012: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: the end date of pelvic pain was added. The outcome of the event was changed from unknown to recovered. The subject ID and initials were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 898927) inserted. This case describes the occurrence of pelvic pain ("pelvic pain") and uterine leiomyoma ("fibroids"). The occurrence of additional non-serious events is detailed below. Concomitant products included ketorolac tromethamine (toradol) since (B)(6)2012 and oxycodone hydrochloride;paracetamol (percocet) since (B)(6)2012. On (B)(6)2012, the subject had fallopian tube occlusion insert inserted. On (B)(6)2012, the subject experienced pelvic pain (seriousness criteria hospitalization and intervention required) and menorrhagia ("menorrhagia") (seriousness criterion intervention required). On (B)(6)2017, the subject was found to have uterine leiomyoma (seriousness criterion hospitalization prolonged). The subject was treated with surgery (total laparoscopic hysterectomy - bilateral salpingectomy). Fallopian tube occlusion insert was removed on (B)(6)2017. On (B)(6)2017, the uterine leiomyoma had resolved. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The investigator considered uterine leiomyoma to be unrelated to fallopian tube occlusion insert. The investigator considered menorrhagia and pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: insertion details: both tubes were visualized. After insertion, 4 trailing coils were seen in both sides. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6)2012: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-mar-2019: onset date, stop date and outcome of events updated we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.